Manufacturer narrative:
(B)(6). (B)(4). The vv7 cannula device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the cannula. A visual inspection was conducted. There was blood inside the scope washer connector. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring and the cannula. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the returned condition of the device, the complaint was confirmed for the reported failure ¿break, cannula-c-ring cut¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during harvest the c-ring fell off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected section: the vv7 cannula device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the cannula. A visual inspection was conducted. There was blood inside the scope washer connector. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring and the cannula. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the returned condition of the device, there is no evidence that the c-ring fell off of the cannula, but the complaint was confirmed for ¿break; cannula-c-ring cut.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during harvest the c-ring fell off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during harvest the c-ring fell off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.